Event description:
The company was made aware that the patient underwent a revision surgery to reinsert the device's electrode array. During the surgery, the patient reportedly experienced a gusher. CT evaluation showed that the electrode array has migrated after the revision surgery. Another revision surgery is under consideration.